Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was unknown. Customer reported that they received replace battery now alerts around 8-9 times. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm or power loss alarm noted during testing.